Event description:
It was reported that the procedure was to treat a totally occluded lesion in the mid right coronary artery with mild tortuosity and moderate calcification. The 2.0 x 20 mm mini trek balloon catheter was advanced and inflated; however, a balloon rupture occurred during the first inflation of 8 atmospheres (atm). It was noted that the mini trek balloon catheter was submerged in saline, and the air-bleeding was performed inside the patients body. There was no resistance noted during advancement or removal. A new balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: fielder fc, gaia 2nd, runthough ns; guide cath: heartrail 7f, jr4sh, heartrail 6f, jl4. (B)(4): failure to follow steps. The device was returned for analysis and the reported balloon rupture was confirmed. There was a scratch on the full length of the balloon. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Because it was reported that the rx mini trek was prepped inside the anatomy, it should be noted that the instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. Overall, the balloon rupture appears to be due to operational context of the procedure. There is no indication to suggest a product deficiency.